Event description:
Information from ae regulatory system: the patient was diagnosed with type 2 diabetes 9 years ago and was admitted to the hospital at 8:47 am on (B)(6), 2024 for blood glucose regulation. The patient had higher blood glucose. At around 9:50 am on (B)(6), the nurse used the needle for subcutaneous insulin aspart injection to the patient. After the disposable injection pen needle was installed on the insulin pen, the nurse operating the subcutaneous injection to the patient. The nurse found that the insulin could not be injected. After pulling it out, the nurse checked and found that the tip of the cannula was slightly bent, and considered that the needle was clogged, then the nurse immediately replaced a new needle, vented the air, tested the smooth flow of the liquid, and performed a subcutaneous injection for the patient again. The injection process went well, and the nurse explained to the patient patiently, and the patient expressed understanding. Ae report no. 113130616-2024-000269. Call center didn't contact with customer successfully to acquire the information. If there is any update, it will be supplemented. Sample availability: unknown. Sample availability details: unknown.

Manufacturer narrative:
This medwatch submission is both an initial and supplemental filing. Investigation of the results can be seen below: investigation summary: no samples (including photos) were returned, investigation was performed on retain samples and no issues were observed, therefore the complaint could not be confirmed and the root cause is undetermined. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.